Manufacturer narrative:
Investigation conclusion: retain testing was unable to produce amplification curves that crossed the threshold. Technical support assisted with modification of analysis setting to reduce the occurrence of presumed false positives in the customer's data. Root cause: no problem found. Source: email.

Event description:
Customer reporting 1 false positive sars result due to high background. No alternate testing was performed.